Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the segment fluid damage, the forward body frame fluid damage, the mechanical base plate fluid damage, the electrical pin connector fluid damage, the bending rubber perforated, the suction channel leak, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, the lg water supply tubes kink, the lg water jet supply tubes kink, the lg air supply tubes kink, the angle wire grinding, and the stay coil too short; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).